Event description:
Dexcom was made aware on 01/28/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2024. It was reported that the patient experienced a skin infection at the needle puncture site. The event occurred 3 days after sensor insertion in the right lower leg (calf). Prior to insertion alcohol was utilized to cleanse the area. The skin reaction included the infection with redness, inflammation, and itching sensations which extended past the sensor patch perimeter. On an unspecified date, the patient consulted a physician and was prescribed an oral antibiotic medication (cephalexin unspecified dosage). On (B)(6) 2024, the patient had an incision and drainage under local anesthesia (lidocaine) and received unspecified IV antibiotics. The patient had a wound culture and blood work done which showed the white blood cells were mildly elevated and a positive test for a staph infection. For post wound care treatment, the patient was instructed to repack the wound with sterile gauze every 48 hours and was prescribed an oral antibiotic (doxycycline 100 mg, two times per day for 10 days.) And a muscle relaxant (methocarbamol 750 mg, four times per day for seven days) medications. The patient provided three photos which showed the skin reaction in various stages. At the time of the follow-up report on 02/24/2024, the wound treatment was still in progress, but it was healing. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).